Manufacturer narrative:
Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023. The us-FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare is replacing this malfunctioning probe. Legal manufacturer: hcs kretz tiefenbach 15 austria zipf, oberosterreich, 4871.

Event description:
The customer reported to ge healthcare that a probe was displaying a double image during an exam, and it was concluded the ic9-rs diagnostic ultrasound probe was identified as having a component malfunction described in us-FDA recall no. Z-0865-2024. There was no impact to the patient, and the issue was obvious to the user.